Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus history showed a requested bolus was cancelled. Reportedly, the customer had a pump alert that my have caused the bolus to be cancelled; however, tandem technical support was unable to confirm if bolus was cancelled due to the alert. Customer's blood glucose (bg) was 333 mg/dl. The customer was able to deliver another bolus successfully.